Event description:
It was reported that this right ventricular (rv) lead was capped and replaced because of high pacing thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) 2008 (B)(6). (B)(4).